Manufacturer narrative:
H3 other text : the reported issue was evaluated by a third party.

Event description:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl indicating that the monitor time has a deviation of more than 10 minutes. There was no patient involvement at the time the issue was discovered. The reported issue was evaluated by a third party, based on the information available, the cause of the reported problem was incorrect setting, and the reported problem was confirmed. The device was operational after resetting the time. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.